Manufacturer narrative:
Reporting address & institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported the ventilator would not boot up. No patient involvement. The authorized service provider (asp) confirmed the reported problem that the ventilator would not boot up. The asp replaced power cable and performed testing. Device returned to full functionality. The replaced part has not been received so the root cause at component level cannot be confirmed, if the part is received, the complaint will be reopened and a root cause analysis will be performed.